Event description:
A company representative reported suction shift, during a lasik flap procedure. Surgeon stopped the procedure before side cut was complete, and then decided to redo the case after which the flap was lifted and treatment was completed. Upon follow up, site technician informed that the case was completed without incident and that the patient was fine at post op day one. No other information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).